Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - peripheral neuropathy/post lumbar laminectomy syndrome/spinal pain. Patient reported he will have stim on low but stim comes on strong for about 10 seconds and this will put him on his knees. Patient reported then stim goes down and sometimes goes off or sometimes stays on for a bit. Patient reported he met with a manufacturer's representative about this issue late last year possible (B)(6) but did not remember the rep's name. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient stated stimulation was too strong when he sleeps so he turned it off. It was reported this was the first time any rep was aware of this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient on (B)(6) 2018 and explained what intermittent stimulation was versus positional changes. The rep reported that the patient said he was experiencing intermittent stimulation. This wasn't mentioned to the rep when first meeting the patient face to face. The rep reported that he had read the patient¿s neurostimulator (ins) and impedances were fine, x-rays looked fine, but the patient hadn't had the ins on since (B)(6) 2018. The rep asked the patient if he experienced any positional issues and/or intermittent stimulation over the past 7 days and he said yes, even that day. The rep informed the patient that his stimulation wasn't on and hadn't been on for a week. The rep reported that the patient stated he never turned it off and that what the rep said wasn't true. The patient stated he was feeling stimulation at the appointment. It was noted that the patient was at 0 volts. The rep reported that they gave all the information to the neurosurgeon. The neurosurgeon told the patient based on what he said and what the rep showed programming wise, the ins had not been used and what he was experiencing wasn't coming from the ins. The rep reported that if he insisted it was the ins, it would have to be removed for analysis. The rep reported that the neurosurgeon told him not to use it and come back in a month. The patient was told not to touch his remote. The rep reported that whatever the patient was experiencing wasn't coming from the ins, but he insisted it was. The rep reported that the neurosurgeon might take the device out and replace it with one to give him high frequency stimulation with very little paresthesia. The issue wasn't resolved. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that when the unit was turned on, it came on full blast and sent the patient flying. The unit was turned down so it did not happen after that. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on october 8, 2019. It was reported that starting over a year prior to the call, the patient was having an issue with the device. They explained that when they would turn the device on, it would "send them through the wall that caused them to be knocked over". They had met with a rep who had reduced everything so "it wouldn't make that instant charge", which resulted in the patient not getting any stimulation from the device. Since the rep adjusted it, the patient could never feel the machine or get it to adjust right. The patient contacted patient services on (B)(6) 2018 and reported that in 2019 (probably around april/may), the ins went completely dead, and the patient couldn't get anything to work on it. The patient's back issue was getting pretty severe and was contemplating explant and/or replacement. The patient requested to have a manufacturer representative (rep) call them to determine what to do next. Patient services was going to try troubleshooting with the patient however, the patient did not have their programmer with them. An email was sent to the field to see if a rep could reach out to the patient to schedule an appointment to meet. A rep responded on october 8, 2019 stating they would call the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Per additional information, previously reported device code a0705 is not applicable to the event anymore. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep did not know the cause. The patient has a primary cell. It can¿t be ¿pulled out of dead¿ state. Either it¿s at eri, eos, or functioning. Rep told the patient to schedule an appointment with his physician. Rep would not meet the patient otherwise because he talked about things rep doesn't have a record of ¿putting him thru a wall¿ ¿reduced everything.¿ rep needs a physician present to document this stuff. The physician¿s office stated that patient is coming in friday november 8. The patient is not experiencing stimulation issues. Patient is getting zero stimulation. No further complications were reported.

Manufacturer narrative:
The correct aware date is 10-10-2019, instead of previously reported 10-10-2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.